Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: a review of the pump¿s black box revealed one unexplained pump reboot. The pump was returned with corrosion in the battery compartment. A leak test failed due to a battery compartment leak. There was no damage found to the returned battery cap and it was able to attach to the pump. The pump booted up to the verification screen with audible and vibratory features. The pump was exercised for 24 hours with no reboots duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).